Event description:
Healthcare professional (hcp) reports a pt reaction to psn membrane. Hcp recalled that pt arrived for treatment with fever and chills. Hcp states pt became diaphoretic, with nausea and vomiting when treatment was started. At time of incident, hcp suspected patient's symptoms were access related. Hcp does not recall if any medications were given to the pt. Hcp states pt completed the treatment. This incident occurred several times with this same pt. However, hcp does not recall exact number.